Manufacturer narrative:
A2: age at time of event: the patient was reported to be an adult. B5: upon follow up it was clarified the disconnection occurred between the transfer set and a non-baxter catheter, specified as ¿it was the end of the catheter that was missing¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and a non-baxter plastic adapter, further specified as ¿end of adapter falling off¿ which led to the disconnection from the transfer set, subsequently resulting in peritonitis. The patient presented to the pd clinic and the transfer set was changed. It was reported the patient was not hospitalized for the peritonitis event. On an unknown date, the patient began treatment with fortaz and cefazolin (intraperitoneal, dose, frequency and duration not reported) for the event. At the time of this report, the patient was recovering from the event. Action with pd therapy was not reported. No additional information is available.